Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging an issue with her onetouch ultra2 meter testing in the settings mode. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013 at 9 am. The patient does not take medications to manage her diabetes and continued to follow her usual management routine. A couple hours after the start of the alleged issue, the patient claimed she felt a symptom of dizzy. By 11:30 am that same morning, the patient reportedly went to the emergency room (ER) and obtained a blood glucose result of ¿43 mg/dl¿ with the ER/ hospital meter. The patient was given food and/ or drink as treatment. At the time of troubleshooting, the cca educated the patient on the correct testing procedure and walked her through a retest to resolve the alleged issue. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.